Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -13.0/+4.5/089 into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. The reporter did not give a cause for this event.

Manufacturer narrative:
(B)(4).